Event description:
Dental implant failure.

Manufacturer narrative:
The doctor presented a complaint on isps1142 dental implant that came while removing healing abutment. Despite that no patient complications were reported, it could have caused or contributed to a serious injury or require medical or surgical intervention to prevent it. As such, this event is reportable per 21cfr part 803. In the event that new or additional information is received from investigation of the complaint, a follow-up report will be sent. Manufacturer's trend analysis show that dental implant failure is a low-rate adverse event.